Event description:
The device was used during an unk procedure. It was reported by the affiliate that the tissue pad was not assembled properly. This caused the device to not activate properly. A new device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100/400: clamp was bent. Based on the inquiry info received, the visual and functional testing, it was found that the clamp arm was bent. No conclusion could be reached as to what may have caused the clamp arm to be bent. Co strives to understand each incident as it occurs in order to continuoulsy improve the products.